Event description:
It was reported that the customer's pump screen was dark and would not turn on. Customer's blood glucose level was not impacted. Technical support instructed the customer to attempt several troubleshooting steps, including confirming the pump was not plugged into a power source and trying to turn it on using specific techniques, but these efforts were unsuccessful. The customer was also advised to charge the pump using known working supplies. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.